Event description:
Statement of problem: about 80% of the pt specimens collected in the month of 2008 that were reported by viromed as positive for west nile igm antibody using the panbio west nile virus igm capture elisa, failed to confirm by a center panel of serologic test results including igm capture elisa, microsphere immunoassay to west nile envelope and ns5, and immunofluorescence assay to encephalitis virus. The probable source of error is the MFR's selection of assay cutoff calibrator. Viromed has confirmed independently an assay false positive rate of about 80%. Viromed is a national resource to physicians for west nile virus serology. Pt care providers, and public health agencies should consider as suspect positive reports for west nile virus igm antibody where the panbio west nile virus igm capture elisa was used for specimen analysis.